Manufacturer narrative:
The reported events of failure to advance lead in catheter, high capture threshold, high pacing impedance, and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece with a stylet also found partially inserted inside the lead. The catheter insertion test was performed, and the lead could be fully inserted and removed without any restriction. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported during implant procedure that the right ventricular lead exhibited a difficulty to advance the catheter. Amplitude variation, high capture threshold and high pacing impedance was also noted at various potential positions. The lead was successfully exchanged. The patient was stable and asymptomatic.